Manufacturer narrative:
B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H10: corrected data.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient experienced loss of consciousness. No specific cgm reading was reported, but the patient stated she believed the cgm reading was inaccurate and would have been fluctuating. The paramedics were called by her father, and the patient was brought to the hospital. No specific treatment nor blood glucose reading was reported from the hospital, and it was unknown if the patient had experienced a hypo or hyperglycemic event. An MRI was made, but no results were reported for this. No further information was reported but the patient was discharged after spending more than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient experienced loss of consciousness. No specific cgm reading was reported, but the patient stated she believed the cgm reading was inaccurate and would have been fluctuating. The paramedics were called by her father, and the patient was brought to the hospital. No specific treatment nor blood glucose reading was reported from the hospital, and it was unknown if the patient had experienced a hypo or hyperglycemic event. An MRI was made, but no results were reported for this. No further information was reported but the patient was discharged after spending more than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.